Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms. Pump received with minor scratched lcd window, missing end cap sticker and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that they did displacement verification test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.